Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-00873 and 2134265-2013-00875. It was reported that following a stenting treatment procedure, deployment issues occurred. A 2.5 x 28 mm promus element plus drug eluting stent (des), a 2.5 x 8 mm promus element plus des and a 2.25 x 8 promus element plus were implanted in unspecified locations. Following implant, the stents appear to "grow bigger" than what the physician expected the devices to look like. No patient complications were reported and the patient's status is ok.